Event description:
Reporter noted a noxious odor during surgery. The case was finished in another room with a different machine. There was no pt injury associated with this event. However, one staff member felt faint and nauseated, and several members complained of headaches. All were checked in the e.r. And released. All recovered well.